Event description:
Device diagnostic testing was yielding inconsistent results, indicating possible device malfunction. Six consecutive lead tests resulted in the following dc-dc codes: 0, 6, 4, 4, 7 and 7 and that each time a dc-dc code of 7 was returned, the output status also indicated limit. X-rays reviewed by radiologist did not reveal any obvious discontinuities in the ncp system. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. A lead break may be the cause of an intermittent connection, resulting in the inconsistent device diagnostic test results. Report is incomplete because no response has been received to manufacturer's request for additional information from treating neurologist.